Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported failure could not be determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed on 5/19/2016 via (B)(4), that during a therapeutic laparoscopic hysterectomy with bilateral salpingectomy procedure, an error message was displayed and the teflon pad was found dislodged from the jaw following further examination. Based on the user facility report information, the intended case was completed without any adverse event to the patient.